Event description:
It was reported to medtronic neurosurgery that during a fluoroscopic guided lumbar puncture in a patient with psuedotumor, approximately 3 cm of the catheter tip of the sheared off during a difficult placement and was retained in the patient¿s epidural space. According to the report, the fragment was assessed to be comprised of inert material, and there were no anticipated complications. The report states that a CT scan to locate the precise whereabouts of the fragment was declined by the patient¿s family.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.